Event description:
It was reported that 10 syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from hub during use. The following was reported by the initial reporter: "it was reported that needle hub separates into the shield. This (B)(4)records issues of separates for unknown occurrences for 10 syringes reported on 12oct2020. See (B)(4)that records issue of separates for occurrence dates of (B)(6) 2020 that were reported on 19oct2020. Verbatim: from phone call on 2020-10-19 13:42:20: consumer reported returning our call from email reply. Currently has 12 syringes when removed needle shield from syringe the needle hubs removes with the shield. Email received: 2020-10-12 08:45:28. Sent: sunday, (B)(6) 2020 7:48 am. To whom it may concern, I have recently purchased my second box of 100 bd veo insulin syringes for my mini pinscher. So far I have not been able to use 10 syringes from this 1 box! When removing the orange cap to expose the needle the needle gets stuck in the cap and then is no longer useable. As a senior with a limited income, this is unacceptable. I paid for 100 but so far only able to use 90. How many more will be trash? Thank you for your attention,"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/18/2020. H.6. Investigation: customer returned (13) loose 0.3ml bd insulin syringes. Consumer reported that needle hub separates into the shield. All 13 returned syringes were examined, and it was observed that 8 syringes exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tips was observed. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200894508, 200893682] noted for out of spec shield pulls. Root cause: root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from hub during use. The following was reported by the initial reporter: "it was reported that needle hub separates into the shield. This (B)(4) records issues of separates for unknown occurrences for 10 syringes reported on (B)(6) 2020. See (B)(4) that records issue of separates for occurrence dates of (B)(6) 2020 and (B)(6) 2020 that were reported on 19oct2020. Verbatim: from phone call on 2020-10-19 13:42:20: consumer reported returning our call from email reply. Currently has 12 syringes when removed needle shield from syringe the needle hubs removes with the shield. Email received: 2020-10-12 08:45:28. Sent: sunday, october 11, 2020 7:48 am. To whom it may concern, I have recently purchased my second box of 100 bd veo insulin syringes for my mini pinscher. So far I have not been able to use 10 syringes from this 1 box! When removing the orange cap to expose the needle the needle gets stuck in the cap and then is no longer useable. As a senior with a limited income, this is unacceptable. I paid for 100 but so far only able to use 90. How many more will be trash? Thank you for your attention,"